Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient due to a pre-existing condition, the placement of device cause raw spots on the left side of the patient. The patient reported that they and the nurse used neosporin and applied gauze and the irritation healed.